Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 of the bd nexiva¿ closed IV catheter system were not labelled. The following information was provided by the initial reporter, translated from french to english: the individual packages (x20) are not labelled.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1109440, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed two packages. The first package was missing the printed label content with only yellow stipes being visible on the surface. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all packaging personnel to raise awareness of this incident and the findings. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.